Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the tip of the 3.2 x 80 pin broke off inside, near the cortex of bone while being drilled into the patient's tibia. The pin tip was unable to be removed from the bone so the surgeon opted to leave it inside the patient.

Manufacturer narrative:
Reported event: tip of 3.2x80 pin broke off inside near cortex of bone while being drilled into tibia by dr. (B)(6) under normal circumstances and with appropriate drilling technique. Unable to remove pin tip form bone so surgeon had to leave the metal in. X-rays available. Delayed for: 10mins. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices ((B)(4) non-sterile bone pin, single) were manufactured shipped to (B)(4) on november 25, 2015 and accepted into final stock on november 25, 2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143080, lot number w41377 shows one additional complaints related to the failure in this investigation, (B)(4). Tracking of complaints related to the 143080 part number will be tracked through quarterly trend request #(B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did use the drill guide during placement of the bone pin. The bone pin broke and bent related to another one of the other potential causes found in 2.0 a fmea 0007 sys r35 including: excessive off-axis force applied, high patient bone density, bone pin reuse fatigue, bone pin re-directed during insertion, improper drill speed used increasing torque on pin. Based on this investigation, it is not possible to determine which of the cause(s) above contributed to the failure. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the tip of the 3.2 x 80 pin broke off inside, near the cortex of bone while being drilled into the patient's tibia. The pin tip was unable to be removed from the bone so the surgeon opted to leave it inside the patient.